Manufacturer narrative:
Catalog number: there are two potential catalog numbers: g1768 and g1769. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a jelco hypodermic needle-pro needle detached from the syringe and remained in the patient during needle withdrawal. This event occurred after injecting the patient with abilify maintena 400mg. The site of administration was at the gluteal muscle. A nurse was able to extract the needle from the patient. No patient injury was reported.